Event description:
Consumer complaint of low blood glucose results. Results from memory are as follows: (B)(6) 2013 at 5:26p 27mg/dl, (B)(6) 2013 at 4:38p 28mg/dl, (B)(6) 2013 at 4:37p 131mg/dl, (B)(6) 2013 at 2:28p 28mg/dl. Caller states his glucose is normally 90mg/dl - 112mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).